Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer that the device froze. They reported, "equipment failed to deliver a shock, froze and power cycle when it ran overnight connected to a simulator with the sync mode on." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control evaluated the customer device and verified the reported issue. During testing of the sync cardioversion function of the lifepak 15, the device failed to deliver the shock and power cycled. Physio replaced the therapy pcb and the device was returned to the customer after it passed functional and performance testing. The cause was determined to be the therapy pcb, but no further root cause.

Event description:
Physio-control received a report from the customer that the device froze. They reported, "equipment failed to deliver a shock, froze and power cycle when it ran overnight connected to a simulator with the sync mode on." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to this event.